Event description:
The customer reported there were problems connecting the subject device with the processor during reprocessing. The subject device was sent to an olympus service center for evaluation. During inspection and testing, service found error code e224 (scope communication error) occurred and the subject could not be recognized. This report is being submitted for the malfunction found during evaluation (no recognizable image from the device). There was no harm or user injury reported due to the event.

Manufacturer narrative:
During inspection and testing, service found error code e224 (scope communication error) occurred and the subject could not be recognized. In addition, the focus ring was worn and the label on the rear cover was faded. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. It has been over 6 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, it was determined that the image was not displayed due to the communication failure caused by the cable failure. The cause of the cable failure could not be identified. It can be noted, however, that e224 error is an error that occurs due to poor communication between the camera head and the processor. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The instruction manual identifies the following related verbiage which could have prevented the phenomenon: ¿do not coil the camera cable with a diameter of less than 20 cm. The camera cable may be damaged. Never excessively pull the camera cable but straighten it gradually when it is coiled. The camera cable could be damaged. Never excessively bend, pull, twist, coil, squeeze, or crush the camera cable. The camera cable could be damaged. Do not use excessive force when wiping the external surfaces of the camera cable. The camera cable could be damaged. Never attempt to lift the entire assembly by the camera cable while the camera head is attached to the endoscope. The camera cable could be damaged. Never use a clamp or forceps to attach the camera cable to another object. The camera cable could be damaged.¿ olympus will continue to monitor field performance for this device.